Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The infusion set was changed and the blood glucose remained high. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.